Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in pulmonary medicine, the swg began to unravel when removing it from the catheter placed in the pt's internal jugular vein. As a result, both the catheter and swg were removed in their entirety and w/o intervention, and a new kit was opened and used w/o issue. A delay was reported, however, there was no add'l harm to the pt due to this delay or as a result of this occurrence.